Event description:
A patient reported experiencing inaccurate low results with a one touch basic enhanced meter. The patient's blood glucose results were 54 mg/dl vs. 364 lab. Tests were done within 11-20 minutes with a difference of 83%. Patient did not experience any adverse events. No further information has been reported.